Event description:
It was reported that following the implant procedure and upon interrogation, the right ventricular channel exhibited low impedance, loss of sensing, and loss of capture. The pulse generator was reprogrammed. The device remained implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.